Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clamping the tissue and trying to fire during laparoscopic sigmoidectomy, the device could no fire. They connected a new cartridge and the device was able to fire normally. The surgical time was extended by less than 30 minutes. The procedure was completed with another device. There was no patient injury.